Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump had an absence of alarm and bent cannula. The customer¿s blood glucose level was 600+ mg/dl at the time of the incident. The customer reported ordering a new insertion device and the infusion set needle bent and had high blood glucose levels. The customer states the high blood glucose levels have ween for the last two months and have not gotten a no delivery alarm. The customer did not troubleshoot the issue due to the phone call being dropped. The insulin pump will not be returned for analysis.